Manufacturer narrative:
As reported in a research article, 97 patients were implanted with annuloplasty ring, 85 of which were seguin semi-rigid rings. Complications included 8 patients with low cardiac output syndrome, 2 with a blood transfusion, 1 with a pleural effusion, 2 which required surgical intervention due to bleeding, 8 which had a new onset of atrial fibrillation, 1 patient who required a pacemaker, 3 which needed reoperation due to mitral valve regurgitation and 17 patients who had mitral regurgitation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in an article titled, "excellent long-term results with minimally invasive edge-to-edge repair in myxomatous degenerative mitral valve regurgitation¿ that between december 1999 and december 2006, 97 patients with severe myxomatous mitral regurgitation underwent mitral repair. 95 patients had an annuloplasty ring implanted with seguin semi rigid ring in 85 patients, and tailor flexible posterior ring in 10 other patients. Complications post procedure included pleural effusion, surgical intervention and blood transfusion due to bleeding, reoperation due to mitral valve regurgitation, new onset of atrial fibrillation, pacemaker implantation, low cardiac output syndrome, and mitral regurgitation during follow up. Additional information was not obtained.